Event description:
It was reported that a spectrum iq pump had an issue of not detecting upstream occlusion during unspecified process step in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the device was able to properly detect an upstream occlusion. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction h11: a review of the service history record identified the device has been previously serviced, but greater than 12 months ago. There is no indication that the parts replaced during servicing caused or contributed to the reported event.